Manufacturer narrative:
Age at time of event: reported as "third decade". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. Nine days after event onset, the patient was hospitalized for the event. Prior to hospital admission, the patient was treated as an outpatient with unspecified antibiotics (doses, route and frequencies were not reported) for the event. The patient was discharged from the hospital five days after hospital admission. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.